Event description:
It was reported that following a coronary artery stenting procedure the pt experienced re-stenosis. The pt presented with acute coronary syndrome. The lesion being treated was located in the right posterior descending artery (r-pda). The physician successfully placed a 2.75x16mm taxus liberte stent in the target lesion. One hundred eighty three days after the index procedure, the pt underwent coronary angiography, due to acute coronary syndrome. According to the angio core lab, there was restenosis present just at the proximal edge of the stent in the r-pda. The r-pda was treated with a 2.75 x 12 mm taxus liberte stent with 0% residual stenosis. The pt was discharged the next day on aspirin and clopidogrel.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the mfg documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The investigation will be assigned the most probable root cause classification of anticipated procedural complication .